Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient reports that even when they turn stimulation off, they still feel the vibrations. They said this started today. Pt tried moving the settings down to 0 and then turn it off but they still feel the vibrations. Pt doesn't want to feel the vibrations when they exercise and said its always done that. Pt says that if they go into MRI mode, they will feel the stimulation turn off. Pt reports no falls or trauma. Reviewed that pt should use MRI mode if they don't want to feel stimulation off and follow up with hcp.

Event description:
Additional information was received from patient who reported the cause of the vibrations when the stimulation was turned off was due to operator errors. They reported they were given some instructions on their device and the manufacturer representative (rep) did some reprogramming for them. They reported the issue is resolved but they are still unable to lay on their back with the stimulation turned on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.